Event description:
Dr. Was recapping needle without use of recapper. She had bent needle for procedure and while recapping, the needle penetrated plastic sheath and stuck dr. In the finger. I advided her to seek medical aid and she declined. The needle that stuck her was already thrown out but she is returning the unused needles from that batch.